Event description:
Filter stuck at hub junction. Removed filter introducer - left introducer in place and replaced delivery system only. Incident occurred a 2nd time. Doctor cut the sheath, place wire inside to hold site position, removed entire system and used a 3rd system to complete the procedure successfully.